Event description:
The surgeon was using the 75 mm ethicon linear cutter during a right hemicolectomy and the stapler misfired. The surgeon had to manually remove staples from the patient's intestines. The stapler was then removed from the field and a new stapler (same type) was opened. The procedure was completed as planned with no harm to the patient. The device was saved and will be returned for failure analysis. Manufacturer response for staple, implantable, proximate (per site reporter) the device will be returned for failure analysis.

Event description:
The surgeon was using the 75 mm ethicon linear cutter during a right hemicolectomy and the stapler misfired. The surgeon had to manually remove staples from the patient's intestines. The stapler was then removed from the field and a new stapler (same type) was opened. The procedure was completed as planned with no harm to the patient. The device was saved and will be returned for failure analysis. Manufacturer response for staple, implantable, proximate (per site reporter). The device will be returned for failure analysis.